Manufacturer narrative:
The device has not been returned to olympus for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope distal end cover fell off during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The cap was found at the end of the procedure in the patient¿s mouth. The procedure was completed using the same device without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, d10 and h6 component code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover was easy to come off the subject device by the following factors: a) attachment of the cover was improper. B) the cover had cracks and/or pinhole. C) chemicals such as anti-fig agent adhered to the cover, which led to breakage of the cover. D) the cover was broken by pushing tilt when being attached to the device. E) distal end of the device received larger stress during the procedure such as frictional load by twisting/pushing/pulling the device in body than the pulling or twisting stress the user applied to the cover at inspection prior to use. However, since the device was not returned, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: precautions: warning never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover." "3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." The IFU also states on inspection prior to use for distal cover as follows: "3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Olympus will continue to monitor field performance for this device.

Event description:
This report is related to patient identifier (B)(6) for the single use distal cover.